Manufacturer narrative:
Two needles from lot a2092 and t0016 were returned to the manufacturer for investigation. The iceball properties for the needle from lot a2092 were within specifications. However, the shaft temperature was below specifciations and ice formed along the entire vacuum sleeve. The findings identified a vacuum sleeve malfunction within the needle from lot a2092. The root cause was identified as insufficient insulation, but needle disassembly did not identify any visible soldering gaps or leaks within the vacuum sleeve. Review of the needle lot manufacturing records did not identify any related malfunctions within the needle batch.

Event description:
It was reported that two of the five needles did not reach the required temperature during freezing. In addition, one of the needles failed electrical thaw, but passed the needle integrity test. The case was completed with no reported injury to the patient. This MDR documents the investigation and findings of the returned needles.